Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. An alarm log review, service history review, functional testing, and a visual inspection were performed. The damaged force sensing resistors were identified during the alarm log review and functional testing. The cause of the condition was not determined. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors. No additional information is available.